Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that while checking equipment before use on patient, helium tanks of cardiosave intra-aortic balloon pump (iabp) are leaking while being stored. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1 (event site telephone and email), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. Within two minutes of opening the helium tank, the helium dropped 5 psi. The fse opened the cart and found helium leaking from the reservoir and regulator. The fse replaced the helium reservoir assembly. The fse re-tested for the leak. Helium was no longer leaking. The fse provided the customer with a new tank. The iabp was returned to the customer for clinical use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6(investigation conclusions).

Event description:
N/a.